Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had undersensing. It was noted that the right ventricular (rv) lead had high threshold measurements and chronically low r-waves noted. The ra lead remains in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.